Manufacturer narrative:
Updated information: d4 catalog number updated. H6 impact code f2306 removed. H6 med dev prob code added a24.

Event description:
The complainant reported that following axillary impella 5.5 placement, a small hematoma was noted at the incision site. The physician was informed. The patient had received 50 milligrams of protamine in the cardiovascular operating room after the implant. A small sandbag was placed over the incision, and the jackson-pratt drain was milked.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the hematoma was unable to be determined due to insufficient clinical details. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the device in wrong position was unable to be determined due to insufficient clinical details.